Event description:
It was reported that on a social media post providing information for a free webinar on mitraclip therapy, an individual commented the following statement: "I had and went to a rural hospital and almost died!". No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on a social media post and no lot information was provided. Based on the information reviewed and due to the limited information available from the social media post, the reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.